Manufacturer narrative:
(B)(4). This is the final report. The reported event relates to product delivery issue. No product is expected to be returned.

Event description:
Customer reported experiencing symptom of dizziness due to not receiving ordered product. Customer reported calling paramedics and taken customer to the emergency room. Customer was diagnosed with severe hyperglycemia and treated with unknown IV solution. No report of death or serious impairment associated with this event.